Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had woke up a couple of times during the night with a high blood glucose that they had delivered a bolus for. The customer's blood glucose at the time of the incident was 426 mg/dl. The customer's current blood glucose level was 296 mg/dl. The customer treated the high blood glucose with the insulin pump and a manual injection. Troubleshooting was performed on the insulin pump and insulin was able to exit without incident. The bolus history displayed all entries based on their recollection. The insulin pump passed the no delivery test. The customer also reported that there was a crack on the top of the right corner of the insulin pump. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All operating currents within the specification and passed functional testing including rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump communicated properly with the glucose sensor simulator and the minilink transmitter. The threshold suspend function properly. No unexpected lost sensor, low reservoir or low battery alarm noted during our testing. No cracked lcd window noted. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.